Event description:
I purchased an eye-contact cosmetic from an american / canadian company (hongmall). They sell eye-contact cosmetics with prescription without any doctor prescription required. I think they are importing illegally and importing faulty products. When I complained to the company, they said they don't care. Their website is chinese only so the us government will not catch them even though they operate in america (la and new jersey) and sell to us customers. I asked them why they sent me colored eye-contacts with the wrong prescription, but they did not apologize. They do not admit selling colored eye contacts without checking prescription is illegal, even though I almost had permanent eye damage from wearing their faulty products.